Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. A system revision was performed and the device was explanted and replaced. This lead remains in service. No further adverse patient effects were reported.